Event description:
It was reported that the ilet displayed a prompt to connect cgm or enter blood glucose while the user was using a freestyle libre 3 plus sensor, and earlier the user experienced loss of cgm data during travel and required assistance pairing a new sensor. Symptoms included no cgm data available to the ilet. Outcomes included interruption of automated glucose control requiring user intervention to enter blood glucose or restore cgm connectivity. Investigation included guided troubleshooting to restart the phone and attempt to rescan and pair the cgm sensor with the ilet mobile application, along with follow-up call attempts. Investigation of this case revealed a pairing failure between the cgm sensor and the ilet mobile application, consistent with a communication or connectivity issue that necessitated a new cgm. It was concluded, based on previously established findings for similar reports, that the cause was user environment and connectivity conditions leading to unsuccessful cgm pairing.